Event description:
It was reported to philips that the m3718a pads were delivered with the same illustration printed on the left and right pads. There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. The allegation was verified - this adult/child radiotransparent multifunction electrode pads were received with the wrong artwork. On the infant radiotransparent multifunction electrode pads, only the posterior label was represented on both the pads; there was no anterior label illustrated. Similarly, only the sternum label was represented on both adult radiotransparent multifunction electrode pads; there was no apex label illustration. Upon conclusion of the evaluation, it was determined that this was a malfunction of the electrode pads. The pads have been scrapped. A supplier corrective action request has been initiated. An inventory sampling found no defects. The supplier has issued a quality alert to promote awareness. The cause was determined to be assembly error. No further evaluation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the m3718a pads were delivered with the same illustration printed on the left and right pads. There was no patient involvement.

Event description:
It was reported to philips that the m3718a pads were delivered with the same illustration printed on the left and right pads. There was no patient involvement.